Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4) per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the post deployment hypotension was likely to be transient right ventricular hypokinesia attributed to rapid ventricular pacing (rvp). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 26 mm sapien 3 valve was deployed with 1 ml less than nominal volume and landed 90:10 aortic/ventricular as intended. After valve deployment, the patient developed hypotension that persisted despite multiple administrations of adrenaline. On transesophageal echocardiography (tee), right ventricular movement was observed to be decreased. Coronary obstruction was ruled out by electrocardiogram and aortography. As systolic blood pressure remained around 30 mmhg, percutaneous cardiopulmonary support (pcps) was initiated. Thoracotomy was performed for possible aortic root-right ventricle shunt seen on tee; however, no perforation was observed. The sapien 3 valve was explanted. After removal, no injury was detected. Surgical aortic valve replacement (savr) was performed and the patient¿s hemodynamics became stable. The patient was extubated 5 days post procedure and was recovering well. Per the operator, paravalvular leak (pvl) around s3 valve and preexisting tricuspid regurgitation overlapped on tee and were misread as a shunt. The post deployment hypotension was likely to be transient right ventricular hypokinesia attributed to rapid ventricular pacing (rvp).